Event description:
It was reported by the customer that a bd pyxis anesthesia es system logged the user out of the station every hour during a procedure. The affected procedure was a pediatric open heart surgery and user had to log back into the device every hour during the surgery. The required medications were removed from different station and there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
This initial medical device report (MDR) is being submitted late due to a retrospective review conducted through CAPA 10308384. The delay in submitting this MDR is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. As recommended, we have included the CAPA reference for the retrospective review in the additional manufacturer narrative section. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 21-nov-2021 to 21-nov-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the device time out settings were set to 1 hour by a user. The technical support specialist configured device's time out settings to the default value of 4 hours to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.